Event description:
It is reported that the customer had normal blood glucose levels of 101 mg/dl. The customer reported that the insulin pump was showing a blank display. The customer stated that she lost the battery cap of her insulin pump. The customer was advised to revert to a back-up plan until the replacement battery cap for the insulin pump arrives. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.